Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging an unknown/unspecified error message on her onetouch ultra2 meter. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient reported the alleged issue began approximately 6 months ago prior to contacting lfs. The patient was not taking any diabetes medications, but indicated she took action by exercising and eating low carbohydrate diet in late (B)(6) 2010 as a result of the alleged issue. In (B)(6) 2011, the patient stated she felt shaky and was experiencing lower abdominal pain after the alleged issue began. On (B)(6) 2011 at an unknown time, the patient indicated she went to an urgent care/clinic for assistance. According to the patient, she was prescribed an oral medication (type /dose unknown) for her abdominal pain to take for 2 days. In addition, the patient stated she was given new test strips for a new blood glucose meter and was informed that as long as her readings were below "200 mg/dl" she was ok. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter. The cca walked the patient through a blood retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.